Event description:
A pt underwent a therapeutic procedure for hemostasis of a post polypectomy bleed site. The resolution clip device did graspthe tissue at the post polypectomy site - over a vessel in the sigmoid colon. The scope was not in a retroflexed postion - the anatomy was not tortuous. Attempts to active to coplete deployment resulted in a tight restriction in the handle - the ring would not move. The clinician was concerned if the clip did not deploy - pulling the device off the site would result in significant bleeding as it was on a vessel. The clip did successfully deploy with manupulation of the sheath. The pt did not sustain any ill effect as result of the deployment issue. The pt condition is noted to be 'ok'